Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated a ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device detected an episode of fast ventricular tachycardia (vt) within the ventricular fibrillation (vf) zone that was treated with a total of three shocks. It was noted that the first shock was able to terminate the arrhythmia, however redetection of the rhythm occurred. The number of intervals to detect was met and although the arrhythmia decelerated by itself, the second committed shock was delivered. The second shock induced the patient into vt where a third shock was delivered with no impact in the rhythm. It was noted that the device performed as programmed. The ICD remains in use. No further patient complications have been reported as a result of this event.